Manufacturer narrative:
The investigation for the reported pump did not start issue has been completed. According to the clinical, immediately after beginning impella cp support, red alarms were recorded. A second pump was then opened, prepped, and ramped up with no issues. No product was returned for a visual inspection. Data log analysis confirmed a high motor current pump stop immediately after the pump was started. The cause of the pump start issue was not determined because no product was returned and not enough clinical information was given. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk cpi states the following: section: impella stopped. ¿if the impella catheter as stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ added-h6 impact code 4629 f6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that after connecting and prepping an impella cp for patient support, red alarms immediately occurred when the startup was initiated. The complainant reported that the impella cp stopped following a high motor current. A second pump was prepped and implanted without issue, and no patient harm has been reported.